Event description:
The customer stated that she was hospitalized due to high blood glucose levels of 400 mg/dl. Prior to the event, the customer had a blood glucose reading of 431 mg/dl, and began vomiting. The customer did not attempt to treat with a manual injection or an infusion set change prior to being hospitalized. The customer's doctor thought the customer was having a heart attack due to the customer vomiting blood. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.